Event description:
It was reported that when using the bd vacutainer® push button blood collection set, blood leaked out of holes in the tubing of eight (8) units, requiring recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 24-nov-2025. Investigation summary: bd received one photo and six samples for investigation. Evaluation of the photo indicated damaged tubing. The six returned samples along with ten retained samples were visually inspected, and no damaged tubing was found. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: damaged. Based on trend data, bd has initiated further root cause investigation relating to the issue of holes in tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, blood leaked out of holes in the tubing of eight (8) units, requiring recollection. No adverse impact was reported regarding the patient or user.